Event description:
The account alleged the pt position module alarm volume is too low and cannot be adjusted. No injury reported.

Manufacturer narrative:
The account replaced the scale pt position module board and properly adjusted the volume to resolve the issue.